Manufacturer narrative:
This report is submitted on february 7, 2023.

Event description:
Per the clinic, the patient experienced a skin dehiscence (date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a skin necrosis and infection at the implant site, exposing the receiver/stimulator. The patient was treated with antibiotics (specific type, date and duration not reported). Subsequently, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of date of this report. This report is submitted on march 30, 2023.

Manufacturer narrative:
Per the clinic, the patient also was experienced wound breakdown at implant site. Device analysis report attached.